Manufacturer narrative:
(B)(4).

Event description:
It was reported during the hf sensor implant procedure on (B)(6) 2016, the physician was unable to implant the sensor as intended. The physician experienced significant resistance while advancing the catheter. The physician tried troubleshooting to no avail. Additionally, the patient also experienced non-sustained ventricular tachycardia during the procedure. Subsequently, the physician abandoned the procedure and removed the delivery catheter and the wire. Further follow up identified the wire used in the procedure was not an sjm product. Reportedly, the patient is stable and hospitalized for diuresis. Patient information is not available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review, it was noted the physician did not state any allegation against the device.